Manufacturer narrative:
H2) additional information: see h3 h3: the pcba generator was returned to the manufacturer for analysis. Analysis found that the generator starter pcba was installed on a test system. The system booted and readied. Both 2d and 3d images were successful with multiple system reboots. Motion calibration passed. There were no generator errors observed while under test. There was no problem found with the generator starter pcba. H3: the ps1 power supply was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The ps1 power supply was testsed by using the cba IV pro 58250-1015 cba4/p computerized battery analyzer. Bench test failed. Output voltage drifted. Measured 5.23vdc on the output. Expecting 5.100vdc.. Analysis found that the reported event was related to an electrical issue. H6: fdr code 4203 and fdc code 4307 pertain to the analysis of the ps1 power supply and fdr code 213 and fdc code 67 pertain to the analysis of the pcba generator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site due to local regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the log review pointed to the ps1 board. The voltage of the ps1 board was adjusted and the system was rebooted a few times. No hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that after positioning the system over the patient, the imaging device asked for motion calibration. After the motion calibration, 3d imaging was not possible, but 2d worked fine. Rebooting the system did not resolve the issue. The surgery was completed without imaging or navigation and there was no impact on patient outcome. The site tried using the system in a second surgery despite mdt recommendations and it worked fine.

Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the site reported that the system had beeping issues coming from the generator sporadically. It showed error 134. The ps1 board was replaced and a starter upgrade kit was installed with a new stator cable. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.